Manufacturer narrative:
One sample was received for quality evaluation. Inspection of the infusion set did not indicate any damages or abnormalities. The infusion set was then primed, and immediately fluid was leaking out of the filter vent. The infusion set was not occluded because fluid was also exiting the infusion set at the distal male luer opening without any restriction. The customer complaint of leakage was confirmed. The investigation was forwarded to the filter supplier for root cause analysis. After the investigation of the component at the supplier facility, compromised sealing was identified with the vent membrane seal. This compromised sealing was identified as the source of the leak. The likely root cause of the issue for this event is debris buildup on the vent membrane welding horn, creating a compromised seal to the inlet vent, resulting in a vent leak. The issue has been communicated with manufacturing and operations personnel. Additionally, an improvement action was implemented to increase the planned maintenance task from monthly to bi-monthly. A device history record review for model 2432-0007 lot number 25045490 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: a nurse was priming the tubing she noticed fluid leaking from small hole on the back side of filter. New tubing obtained and used without issue.